Event description:
It was reported that after applying a new dexcom g7 sensor, the user experienced intermittent communication failure with the ilet and phone, with an alert to replace the sensor and signal loss to the ilet; troubleshooting included toggling and re-pairing the sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, characterized by intermittent communication failure associated with the electrical/magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.